Event description:
Clinical rationale: an impella cp device was inserted surgically into the right axillary artery in a 70-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes mellitus (dm) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage e shock with red urine on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. While the patient was being transported into the elevator the power cord broke off at the automated impella controller (aic). The aic was not exchanged as a result. At some point, the impella device was pulled back into the ascending aorta/graft. The post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's death which was most likely due to the clinical condition of a critically ill patient with ami complicated by cgs as they presented in scai stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.